Event description:
A bipap a40 device was returned to a third-party service center. There is no allegation of serious or permanent harm or injury. The device was not documented to be in patient use. During evaluation of the device, the service technician noted from the device data that 3 reboots occurred within 24 hours (error code 45). Error code 45 is a ventilator inoperative code. Additionally, the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. No repair was performed. The device was scrapped by the service center after the evaluation was completed.